Manufacturer narrative:
It was reported that after an initial bunion surgery all hardware was removed on (B)(6) 2025 due to nonunion. Additional information indicates the patient was non-compliant. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, information received from the surgeon indicates the most likely cause is patient non-compliance. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery all hardware was removed on (B)(6) 2025 due to nonunion. Additional information indicates the patient was non-compliant. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
Additional information was received on 01/05/2025. Updated fields: b5. Describe event or problem: it was reported that after an initial bunion surgery on (B)(6) 2025 all hardware was removed on (B)(6) 2025 due to nonunion. Additional information indicates the patient was non-compliant. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. D4. Additional device information: lot number: 44273. Expiration date (mm/dd/yyyy): 02/18/2030. Primary unique device identifier (UDI) #: (B)(4). D6a. If implanted, give date (mm/dd/yyyy): (B)(6) 2025. G3. Date received by manufacturer (mm/dd/yyyy): 01/05/2025. G6: type of report: 30-day, follow-up (follow-up number 1). H2: if follow-up, what type: additional information. H4. Device manufacturer date (mm/dd/yyyy): 02/18/2025. H11: it was reported that after an initial bunion surgery on (B)(6) 2025 all hardware was removed on (B)(6) 2025 due to nonunion. Additional information indicates the patient was non-compliant. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, information received from the surgeon indicates the most likely cause is patient non-compliance. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025 all hardware was removed on (B)(6) 2025 due to nonunion. Additional information indicates the patient was non-compliant. The site was revised with non-tmc hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.